Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported tibial pin being stuck in the impactor/extractor. Examination of the pin found deformation at the mating end which was a contributing factor to the event. The pin revealed evidence of heavy usage. A complaint database search against product 950502070 and 217830123 found additional reports of the pin becoming stuck in the impactor/extractor. The additional reports were reported by the same complainant as the current event. The root cause is attributed to pin wear and deformation from normal use and servicing. No evidence was found indicating product error was a contributing factor to the event and the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial pin gets stuck in pin puller when the doctor impacts the pin into the tibia.